Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported issue of a broken pin within the therapy connector. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer reported that there was a broken pin stuck inside the therapy connector assembly. The broken pin would have been from the corresponding therapy cable or hard paddles assembly. With a broken pin stuck inside the therapy connector assembly, the device would not have the ability to accept the connection of a therapy cable or hard paddles assembly in order to deliver defibrillation therapy. There was no patient use associated with the reported issue.